Manufacturer narrative:
After the investigation was completed the service technician who performed the inspection informed that the device did not experience a fall/collapse. Report has been updated to indicate the device represented in this report experienced only accessible sharp metal edges.

Event description:
This report summarizes 1 malfunction event, where it was reported the device had accessible sharp metal edges. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue was confirmed; there was a broken/damaged component. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the device dropped/collapsed and had accessible sharp metal edges. There was no patient involvement.